Event description:
On (B)(6) 2012, the pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. On (B)(6) 2012, f/u CT image showed dissection from the proximal neck to the descending aorta. The cavity of the dissection was occluded by thrombus and the pt was in stable condition. The physician decided to take a wait and watch approach. And the pt was under blood pressure control. The physician commented that the possible cause of the dissection was from over-inflation of the coda balloon at the proximal neck, when he performed touch-up ballooning during the initial procedure

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.